Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had never been able to use their device or therapy. They also had a device for a different therapy, so the implantable neurostimulator (ins) for this therapy was implanted on the opposite side of the other device. It was implanted right down on the nerves and, when the patient turned the therapy on, it would just "levitate" the patient, so they never used the therapy. When they trialed, it was 95% effective. They did make attempts to contact a healthcare professional (hcp) regarding the issues, but they never returned the patient's calls. They were, then, without a managing hcp. They were going to follow-up with a hcp off of a list that was sent to them. This had been happening since (B)(6) 2015. On (B)(6) 2017, it was reported that the patient had notified a physician of the issues. The physician had them call a manufacturer representative (rep), who worked with the patient until they got a higher setting without any negative feeling.